Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2012 and a left total hip arthroplasty on (B)(6), 2012. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, legal counsel for patient reports patient underwent left hip revision procedures on (B)(6), 2012 and (B)(6) 2013 and a right hip revision procedure on (B)(6), 2014. The modular head and femoral stem were removed and replaced during each revision procedure. Additional information received in operative report noted patient underwent left hip revision procedure on (B)(6), 2012 and (B)(6), 2013 due to a loose femoral stem. The modular head and femoral stem were removed and replaced during both revision procedures. Operative report further reported patient underwent a right hip revision procedure on (B)(6), 2014 due to a loose femoral stem. The modular head and femoral stem was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-04448 / 04450 & 2015-01120 / 01122).